Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) - left ablation with a thermocool smarttouch sf and the patient experienced complete heart block that required pacemaker insertion. While mapping an ischemic vt procedure with the smarttouch catheter on the carto 3 system, the patient developed complete heart block which required temporary pacing and placement of a permanent pacemaker. The physician's opinion on the cause of this adverse event is the procedure. No ablation was performed in the procedure. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. The lot number has been identified as 31325904l. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date have been populated. A manufacturing record evaluation was performed for the finished device number lot 31325904l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event is procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) - left ablation with a thermocool smarttouch sf and the patient experienced complete heart block that required pacemaker insertion. While mapping an ischemic vt procedure with the smarttouch catheter on the carto 3 system, the patient developed complete heart block which required temporary pacing and placement of a permanent pacemaker. The physician's opinion on the cause of this adverse event is the procedure. No ablation was performed in the procedure.